Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that the patient's left shoulder was revised due to disassociation of the head from the stem. Patient did not admit to any trauma, but the surgeon reported that the patient was prone to falling, and noted that there was torn soft tissue at that location. Patient was revised to a reverse shoulder.

Event description:
It was reported that the patient's left shoulder was revised due to disassociation of the head from the stem. Patient did not admit to any trauma, but the surgeon reported that the patient was prone to falling, and noted that there was torn soft tissue at that location. Patient was revised to a reverse shoulder.

Manufacturer narrative:
The reported event that reunion tsa - sr standar d humeral head 52x17 was alleged of 'disassociation' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.